Manufacturer narrative:
There were no material defects observed in the analysis.(B)(4).

Event description:
Revision surgery was reported due to plate fracture and pain.

Manufacturer narrative:
The returned peri-loc 3.5 mm peri-loc proximal humerus locking plate and screws were examined visually and microscopically. No destructive testing was carried out. Deformation was noted in the shaft of a cortex screw. This was likely caused when the plate fractured. Burnishing was noted on the fracture surface of the plate, as well as in the threaded region of the screw hole. This was likely due to contact between the fracture surfaces of the plate. Microscopic evaluation of the fracture surface proved inconclusive due to the burnishing noted on the fracture surface. There were no material defects observed. No further investigation warranted. No root cause found after evaluation. If further information is obtained, this investigation will be re-opened.

Event description:
It was reported the patient presented with preoperative diagnoses of previous left shoulder fusion, left mid-shaft humerus non-union, & hardware failure. The patient underwent removal of proximal and distal humeral locking plate and screws, removal of screws outside of plate, take down of glenohumeral fusion, proximal humeral resection 6 cm in length, proximal glenoid reconstruction without proximal humeral head, deltoid flap, proximal humeral replacement with a competitor's product, craterization of the mid-shaft humerus, heterotopic ossification excision mid-shaft humerus, and a reverse total shoulder arthroplasty.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).